Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Additionally, noise and oversensing was observed when the lead switched to unipolar configuration. The patient was not pacemaker dependent. A lead to device header connection anomaly was suspected. Boston scientific technical services (ts) discussed troubleshooting options. Additional information was received that the patient underwent a pocket evacuation due to a hematoma on an unknown date. A lead revision procedure was then performed. Lead insulation damage was visualized on the lead. The lead damage was felt to have occurred during the pocket evacuation. The lead was tested on a pacing system analyzer (psa) and noted loss of capture (loc) and high out of range pacing impedance measurements. The lead was explanted and replaced and the pacemaker remains implanted and in service. No additional adverse patient effects were reported.